Event description:
Freestyle libre 3 plus died in day 4 after putting on. Said sensor malfunction; 4th sensor in a row that either showed low blood sugar or died before 14 days. Pt code: 1905. Device codes: 2460, 4019. Ref reports: mw5180480, mw5180481, mw5180482.